Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door failed repeatedly and required maintenance. The field service engineer powered down the medstation, unlocked the tower, and removed the latch column. All harnesses were disconnected from the micro switches, tightened, and cleaned. The harnesses were then reconnected to the micro switches, the latch column reinserted, the tower locked, and the station powered up. The doors were tested to confirm proper functioning. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed repeatedly and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.